Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. An error alarm occurred, due to leaky connector on motherboard. The insulin pump had a broken case underneath overlay, cracked overlay and scratched overlay.

Event description:
Customer reported that she would receive error messages on the insulin pump after every battery change. Customer stated the insulin pump would not give direct error codes, but random screens would appear that did not make sense and it would reset all of the settings. Her blood glucose was 212 mg/dl. Nothing further reported.